Event description:
A company representative reported that a capri small expandable height/angle driver jammed during intra-operative expansion of a cage. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that a capri small expandable height/angle driver jammed during intra-operative expansion of a cage. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.